Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was confirmed due to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled from the strain relief, damaging wires in the cable. The belt did not pass falloff testing. The root cause for the strained cable was unable to be positively identified. Investigation underway. See (B)(4). There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.